Manufacturer narrative:
One-unit of trapliner model 5566 was returned to vsi for evaluation. A manufacturing record review was completed and no related nonconformances were found. A returned product evaluation was completed. On inspecting the product, separation was confirmed at the weld joint between half pipe and hypo-tube. No other damage was seen at the length of the catheter. As per IFU (instruction for use) it states to "exercise care in handling the catheter during a procedure to reduce the possibility of accidental breakage or kinking. Do not apply torque to the catheter during delivery, as catheter damage may result." Based on the return product evaluation and the information provided, the most likely root cause for this failure is user error.

Event description:
It was reported that when the scrub tech opened the package, the trapliner tip was broken off and they did not use the product. It was noted that a new device was opened and was fine. No patient was involved, and no further complications were reported.